Event description:
It was reported that the patient was scheduled for a prophylactic battery replacement. On (B)(6) 2013, the physician's office reported that the patient's wife called to say that the patient is having a bad burning sensation in the neck by the leads. The patient was seen by the physician on (B)(6) 2013 and stated that he started feeling pain in his neck a couple days ago. He stated that the pain occurs all the time, but is worse with stimulation. The patient's settings from (B)(6) 2013 were provided and it was stated that the device was approaching end of service. There were no medication changes, trauma patient manipulation, or other events which preceded the pain. Diagnostics were performed with patient's head turned to the right and left to rule out any issue with patient's lead. During the process of doing diagnostics the patient's settings were reset accidently, but then reset set back to intended settings. All diagnostics done were ok with dcdc of 1 and eos no. Information was later received that the patient's surgery was pushed back to (B)(6) 2013 due to "some issues with vns stimulator". Follow up found that there were no issues with the lead and that the generator was just nearing end of service. The "issues" referred to the pain the patient was experiencing. Surgery took place on (B)(6) 2013 due to battery depletion. The generator was returned on (B)(6) 2013 and is pending product analysis. The patient has been seen twice since surgery and is experiencing no issues. The pain has resolved since the surgery. No other information has been provided.

Event description:
Follow up with the physician's office confirmed that the surgery was not to preclude a serious injury and that the pain was in the neck. The pain was not related to vns stimulation or the vns; however, the pain was said to have resolved with the new implant. No programming or medication changes preceded the event. The nurse stated that this was all the information they had and no other information was provided. Diagnostics taken prior to surgery showed that the lead was ok and that there were no issues with the device. Product analysis of the explanted generator found that the septum was not cored, thus eliminating the possibility of a potential unintended electrical current path through body fluids. In the product analysis lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.